Event description:
The user reported that four different times when using the IV tubing on a patient the pump alarmed "upstream occlusion" as intended. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.